Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa and while the release criteria was being assessed the device moved proximally and was no longer in an acceptable position. The device was partially recaptured and re-deployed more distal within the laa. On echocardiography and fluoroscopy, the position was assessed at the level of the ostium, a tug test was performed with no change in position, no jet was measured via color doppler, and the compression measurements were measured 23-30% compressed. The closure device was then released from the core wire. At this time a device shift was noted and continued to shift more proximal and rotate within the laa for approximately 30 minutes after release. During the 30 minutes that the device shifted, CT surgery was notified and an 18f sheath was placed into the left atrium. In addition, a bioptome and alligator grasping device were used in an attempt to snare the device before it embolized into the left atrium but this was unsuccessful. The device embolized into the left atrium and a pigtail wire was inserted into the 18f sheath to prevent the device from entering into the left ventricle. After several attempts to snare the device, it moved into the mitral valve and became entangled. The patient was then prepped for cardiac surgery and a sternotomy was performed. The patient was placed on bypass and the closure device was surgically removed from the mitral valve. The patient's laa was then closed via an atriaclip. The patient was taken off bypass successfully and no increase in mitral valve regurgitation was noted on transesophageal echocardiogram. The patient's sternum was closed and all other equipment was removed successfully. There were no patient complications that were reported to have occurred during these events. It was further reported that after the initial incident including the embolization, the patient underwent another surgery about a week later due to uncontrolled bleeding. The patient did not recover from the surgeries and passed away on (B)(6) 2021.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa and while the release criteria was being assessed the device moved proximally and was no longer in an acceptable position. The device was partially recaptured and re-deployed more distal within the laa. On echocardiography and fluoroscopy, the position was assessed at the level of the ostium, a tug test was performed with no change in position, no jet was measured via color doppler, and the compression measurements were measured 23-30% compressed. The closure device was then released from the core wire. At this time a device shift was noted and continued to shift more proximal and rotate within the laa for approximately 30 minutes after release. During the 30 minutes that the device shifted, CT surgery was notified and an 18f sheath was placed into the left atrium. In addition, a bioptome and alligator grasping device were used in an attempt to snare the device before it embolized into the left atrium but this was unsuccessful. The device embolized into the left atrium and a pigtail wire was inserted into the 18f sheath to prevent the device from entering into the left ventricle. After several attempts to snare the device, it moved into the mitral valve and became entangled. The patient was then prepped for cardiac surgery and a sternotomy was performed. The patient was placed on bypass and the closure device was surgically removed from the mitral valve. The patient's laa was then closed via an atriaclip. The patient was taken off bypass successfully and no increase in mitral valve regurgitation was noted on transesophageal echocardiogram. The patient's sternum was closed and all other equipment was removed successfully. There were no patient complications that were reported to have occurred during these events.